Event description:
A report was received that the patient is experiencing procedural pain and was hospitalized after the permanent implant. The patient was given IV dilauded. The patient is recovering.

Event description:
A report was received that the patient is experiencing procedural pain and was hospitalized after the permanent implant. The patient was given IV dilaudid. The patient is recovering.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4) description: artisan surgical lead, 50cm.

Manufacturer narrative:
Update: additional information was received that the patient underwent an explant procedure. The patient was still experiencing procedural pain. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the physician believed that the patient's symptoms might be procedure related. The symptoms have subsided since explant. Device evaluation indicated that the ipg passed visual and performance tests performed. Device exhibits normal device characteristics. Damages to the lead are a result of the explant procedure and are not considered a failure.

Event description:
A report was received that the patient is experiencing procedural pain and was hospitalized after the permanent implant. The patient was given IV dilaudid. The patient is recovering.